Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® boric acid sodium borate/formate c&s urine tubes were underfilling. The following information was provided by the initial reporter: "low samples draw volume - 1-2 ml out of 10 ml."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® boric acid sodium borate/formate c&s urine tubes were underfilling. The following information was provided by the initial reporter: "low samples draw volume - 1-2 ml out of 10 ml".